Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d codes and manufacturer narrative. Investigation summary: the report of a pivot screw backing was confirmed by a bd representative during the site visit. No suspect and concomitant devices were returned for this investigation; therefore, an inspection could not be performed. Service bulletin 569 states that the pivot latch screw could potentially back out or become loose if the screw was reused after a repair or if a non-approved screw was installed. Pump module pivot latch screw (pn tc10005634) was designed with improved screw retention resistance to reduce the possibility of the screw from backing out or becoming loose during the intended service life. The required tool to tighten the pivot latch screw is a 10 in-lb calibrated torque driver. It is recommended that the biomedical department evaluate the pivot latch screw during repair or preventative maintenance. If it appears that the screw is loose or beginning to back out, the screw should be replaced with pivot latch screw (pn tc10005634) and torqued to 10 in-lbs. A review of the logs provided by the facility for the suspected pump module was conducted, and no error, alarm, or malfunction related to the reported event was recorded. The last recorded infusion in the logs was on january 25, 2025, where the suspected pump module was connected to the pcu s/n (B)(6) on channel b, with a rate of 500 ml/h and a vtbi of 500 ml. Alaris system user manual v12.1 states: if an instrument has been dropped or severely jarred, remove it from use immediately. It should be thoroughly tested and inspected by qualified biomed personnel to ensure proper functioning prior to reuse. Look for any visible external damage, such as a cracked or broken door or latch, and sear, during each cleaning open the door of each pump module and inspect the platen, hinges, and membrane frame for cracks or other damage. Do not use the device if damage is found and remove it from service to ensure that the alaris system remains in good operating condition, both regular and preventive maintenance inspections are required. Failure to perform these inspections can result in improper instrument operation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pump module had the pivot screw backing out. This was observed by bd representatives during their site visit. There was no reported patient involvement.

Event description:
It was reported that pump module had the pivot screw backing out. This was observed by bd representatives during their site visit. There was no reported patient involvement.

Manufacturer narrative:
Additional information: initial reporter e-mail, imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause of the pivot screw backing out could not be determined; the suspected or concomitant devices were not returned for investigation.

Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that pump module had the pivot screw backing out. This was observed by bd representatives during their site visit. There was no reported patient involvement.